Manufacturer narrative:
Correction on initial report: b.4 & g.4.

Event description:
The device had damaged components.

Manufacturer narrative:
The root cause of the device affected by the 8110 syringe recall was identified by service as due to a faulty logic/controller board due to a software issue. Multiple issues unrelated to the 8110 syringe recall were observed with the returned device and were replaced. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified as due to a manufacturing issue (misassembly). The rear case is cracked and service identified proximate cause as due to wear. The front case is cracked and service identified proximate cause as due to wear. The left iui is cracked and service identified proximate cause as due to wear. The barrel clamp holder is cracked and service identified proximate cause as due to mechanical failure. The bottom plate carriage well is cracked and service identified proximate cause as due to mechanical failure. The right iui had broken ribs and service identified proximate cause as due to wear. The latch module is broken and service identified ad due to mechanical failure. The lens indicator (front case) is broken and service identified as due to customer damage. The wiper seal is cracked and service identified proximate cause as due mechanical failure. The tube drive is bent and service identified proximate cause as due to mechanical failure. The right handle is cracked and service identified proximate cause as due to wear. The left handle is cracked nd service identified proximate cause as due to wear. The flange gripper retainer is cracked and service identified as due to mechanical failure.

Event description:
The device had damaged components.

Manufacturer narrative:
The 8110 syringe recall and subsequent repairs were performed by service during the service recall process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The proximate cause of the device affected by the 8110 syringe recall was identified as a faulty logic/controller board due to a software issue. Multiple issues unrelated to the 8110 syringe recall were observed with the returned device and were replaced. The carriage assembly was observed to have an incorrect gap. The proximate cause was identified by service as due to a manufacturing issue (misassembly). The rear case is cracked and service identified proximate cause as due to wear. The front case is cracked and service identified proximate cause as due to wear. The left iui is cracked and service identified proximate cause as due to wear. The barrel clamp holder is cracked and service identified proximate cause as due to mechanical failure. The bottom plate carriage well is cracked and service identified proximate cause as due to mechanical failure. The right iui had broken ribs and service identified proximate cause as due to wear. The latch module is broken and service identified ad due to mechanical failure. The lens indicator (front case) is broken and service identified as due to customer damage. The wiper seal is cracked and service identified proximate cause as due mechanical failure. The tube drive is bent and service identified proximate cause as due to mechanical failure. The right handle is cracked and service identified proximate cause as due to wear. The left handle is cracked nd service identified proximate cause as due to wear. The flange gripper retainer is cracked and service identified as due to mechanical failure. There was no reported patient injury. This device is used for therapeutic purposes.